Event description:
Subsequent to the initial filing of the medwatch, additional information was received that during the procedure, in which the xience was pushed against resistance.

Event description:
It was reported that the procedure was to treat a severely calcified, 90% stenosed mid left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon catheter. While trying to advance the 2.5 x 28 mm xience v, a kink was noted in the proximal shaft. The physician continued to push the catheter partially into the lesion; however, the proximal shaft separated where the shaft had kinked. The stent delivery system, with the stent intact, was withdrawn from the artery. The procedure was successfully completed by deploying a non-abbott stent at 14 atmospheres. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: stabilizer plus. Guide cath: jl3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.